Event description:
It was reported that pump displayed malfunction code 15 and could not be reset, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping address, instructed customer to put old pump into storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement device, and requested return of problematic pump within 10 days using pre-paid label, which customer acknowledged and understood.